Manufacturer narrative:
During the call, the apa limitation was discussed with the reporter. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Initial reporter occupation - the occupation is lay user/patient's wife.

Event description:
It was reported that a patient had blood clots in his lungs when using coaguchek xs meter serial number (B)(4) and the reporter questioned whether the meter may have contributed to the patient developing clots. The patient reportedly has had lupus/antiphospholipid antibodies since 2011. The patient's therapeutic range was reportedly 2.0-3.0 inr and the patient tested monthly. At 7:33 a.m. On (B)(6) 2021, the patient reportedly had a meter measurement of 3.0 inr. The patient was allegedly on vacation in (B)(6) 2021 and couldn't breathe. The patient reportedly went to an urgent care center and they sent the patient to the hospital. The patient was administered heparin. A computer-aided tomography (cat) scan of the patient showed 2 clots in the lower right lobe of the patient's lungs. The patient was reportedly admitted to the hospital on (B)(6) 2021. The patient is reportedly better but still has difficulty breathing. After developing blood clots, the patient's therapeutic range was reportedly adjusted to 2.5 - 4.5 inr and his doctor increased his testing frequency to daily. It was also reported that the patient's testing frequency was increased to weekly. It was asked, but it is not known which information is correct for the change in testing frequency. Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, contact your doctor and do not continue inr testing with this device." During the call, this limitation was discussed with the reporter.